Manufacturer narrative:
(B)(4).

Event description:
Complaint reports that: "it is reported that no marks printed in the tube is identified for adequate placement."

Manufacturer narrative:
Qn#(B)(4). The sample was not returned for evaluation; therefore, 5 representative samples were taken from current production at the manufacturing facility. A visual exam was performed and all markings were legible. Testing was conducted to determine the effects of chemicals towards the tube markings. It was determined that the application of mek and mk72 could completely remove the tube markings. In the absence of a sample, the complaint of tube markings erased could not be confirmed. There is 100% visual inspection conducted at the manufacturing facility; therefore, any defects of this type would be detected prior to release. In addition, the product has exceeded the expiration date.

Event description:
Complaint reports that: "it is reported that no marks printed in the tube is identified for adequate placement".